Event description:
This complaint is now reportable based on the analysis completed on 10/30/2007. It was reported that during preparation for an unspecified procedure, the outer coating of the amplatz super stiff guidewire seemed to be damaged, when the product packaging was opened. No patient complications were reported. However, returned product analysis revealed that the wire coating was abraded, scratched and peeling at some sections.

Manufacturer narrative:
The returned amplatz wire showed offset and jump coils at 41 cm from proximal end. In addition, the coating is abraded, scratched and peeling at some sections. The outer diameter at offset/jump coils are over specifications of .0357" max od. The wire met outer diameter specifications at other locations. The peeling of the coating may have occurred during retrieval of the wire from the packaging hoop against resistance. All guide wires are inspected 100% for damage during the mfg procedure and quality inspection prior to packaging. The root cause is determined to be mfg related.